Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips the device would not display the la and ra ECG lead waveforms. Patient involvement is unknown but there was no patient harm.